Event description:
Additional information received notes that the noise was over-sensed.

Manufacturer narrative:
Correction: removed sensing on discrimination channel coding.

Event description:
It was reported that a patient presented with noise and sensing issues on the discrimination channel both attributed to the right ventricular lead. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.